Event description:
Detachable power cord found discolored and shows signs of prolonged overheating at the modular connector end. There are distinct signs of plastic melting at the neutral connector. Internal components in this monitor also show signs of intense overheating. Found minimal amount of dust on air filter.